Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated and low blood glucose (bg) levels (27-587 mg/dl). Reportedly, the customer's "cells randomly produce insulin", causing bg levels to fluctuate. Customer worked with a health care professional to adjust pump settings. Customer delivered boluses and manual injections to address elevated bg levels, and addressed low bg levels with carbohydrates and sugar.